Event description:
It was reported to boston scientific corporation in 2005 that a resolution clip device was scheduled for use the day prior (patient age, gender and weight unknown). According to the complainant, during procedure, preparation the plastic sheath disconnected from blue dumbbell. The device was discarded and another resolution clip device was used to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.